Manufacturer narrative:
(B)(4). 3004753838-2025-021669 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported an incident happened about getting a high alerts with no value on the dexcom g6 app and when he did a fingerstick it's giving him 550mg/dl. Pt also mentioned that there is also an issue with his omnipod that caused him ended up in the ICU